Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received from the clinical database that a patient developed fever and malaise and was re-admitted to a local hospital. Blood cultures were positive for streptococcus and the patient was transferred to the vad implanting facility where the repeated blood cultures confirmed the earlier results. At the time of the event, the patient had been on oral suppressive keflex for streptococcus viridans. On arrival, the patient's temperature was 98.8 f, but reached 102.9 f by (B)(6) 2016. Over the course of his admission, the patient developed progressive leukocytosis. He was treated with intravenous (IV) vancomycin and ampicillin. Diagnostic imaging revealed no source of infection; though the transesophageal echocardiogram (tee) could not rule out a small mobile echodensity in the left ventricular outflow tract. The event was reported to have been resolved and the patient discharged home nine days after his admission on (B)(6) 2016 on three weeks of IV ampicillin followed by longterm oral ampicillin for suppression. The primary investigator reported that the event was possibly related to the hvad system and to the patient's condition and unrelated to the hvad procedure.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Review of controller log files revealed parameters to be within normal pump operation. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.